Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse was unable to reproduce the customer reported issue and was unable to find any issues during a system log review or after test driving the system. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the customer encountered issues where the universal surgical manipulator (usm) and bipolar cable were not recognized. The hospital staff tried another cable but it is unclear if the cable issue was resolved. The procedure was reportedly converted to open surgery. However, at this time, it is unknown why the surgeon elected to convert the case to open surgery. The initial reporter indicated that the da vinci surgical system was used two days later and did not have any issues. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.